Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that an ar-8926t knotless tightrope® syndesmosis repair implant, titanium could not be deployed properly. According to the doctor, the oblong button went back through tibia when tightening. An ar-8925t was then used with the same prepared tunnel and was successfully implanted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep, misaligned insertion, or prying/leveraging the device during insertion.